Event description:
Boston scientific received information that when the patient was seen in july the device monitoring voltage was 2.52 volts and charge time 12.5 seconds. Technical services discussed that the device had one to two years remaining. The most recent information noted that the patient heard beeping from the device and it was noted that the device had triggered elective replacement indicator (eri). Premature battery depletion was suspected. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This report will be updated upon completion of analysis.

Event description:
Additional information noted that this device was returned for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
--

Manufacturer narrative:
(B)(4). Technical services discussed to replace the device quickly. A device change out procedure was planned. Additional information received noted that this device was explanted and will be returned. Upon return and analysis this investigation will be updated.

Manufacturer narrative:
(B)(4). At this time the device has not been returned for analysis. Should additional information become available this investigation will be updated.